Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification shows a detached tip/spacer on the device. The detached spacer part shows scratch/scuff marks and discoloration. There are no manufacturing abnormalities visually observed with the returned device. The returned device has a detached tip at distal end and a cut electrical cable and could not be functional tested. The suction line was tested and performed as specified. The complaint was verified, however the root cause could not be determined with certainty since the device was comprehensively used and damaged. Factors are: vigorous use against bony surfaces; cleaning , resterilize, or reuse the wand resulting in product malfunction, failure, or patient injury. The wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force; do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device, and/or a cracked spacer leading to patient injury. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the hip wand lost the head inside of the patient. Health care professional needed approximately 1 hour for finding and picking out the head. During this time a special instrument that is not a smith and nephew device was used and broke down without staying in the patient. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
There was a relationship between the returned device and the reported event. Visual inspection under magnification shows a detached tip/spacer on the device. The detached spacer part shows scratch/scuff marks and discoloration. There are no manufacturing abnormalities visually observed with the returned device. The returned device has a detached tip at distal end and a cut electrical cable and could not be functional tested. The suction line was tested and performed as specified. The complaint was verified, however the root cause could not be determined with certainty since the device was comprehensively used and damaged. Factors are: (1) vigorous use against bony surfaces(2) cleaning , resterilize, or reuse the wand resulting in product malfunction, failure, or patient injury. The wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force (4)do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device, and/or a cracked spacer leading to patient injury. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy the ambient hipvac 50 ifs wand had the tip/spacer detach in the patient. The health care professional required more than half an hour to find and remove the detached tip/spacer. A non smith and nephew instrument had to be used to retrieve the detached piece. A smith and nephew backup device was used to complete the procedure with no further delays, patient injuries or complications.